Event description:
It was reported that during a total prostate cystectomy procedure, the surgeon used the first device and after closing the jaws, it was impossible to staple. After several attempts, it was possible to open the jaws. During the last attempt, it was not possible to staple or to open the device. The surgeon used a second device and the device did not staple. After opening, it was impossible to close the jaws again. After three attempts of closing, it was impossible to open (but there was no tissue between the jaws). Unknown how case was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4) - premature sled movement. The ec60a device was received for analysis with no visual non-conformances and with an ecr60b cartridge loaded on the device. The cartridge reload was received partially fired (B)(4). It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. In addition, the knife was not fully retracted, thus the device would not open. It should be noted that in order to open a device that has been partially fired or fully fired a reverse stroke needs to be performed trigger to trigger to handle in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. The knife was returned to the home position and the returned device and cartridge reload were tested for functionality in the articulated position by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event could not be confirmed as the device closed and opened as intended. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did the device cut? What color cartridges were being used? For the device with lot number k4cf9k, you stated it was not possible to open the device. Was the device locked on tissue? If the device was locked on tissue, how was the device removed? Was there any damage to the tissue? If yes, how was this resolved? How was the case completed?